Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided guidance on updating the pump software for future quality improvements. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report back if the issue reappears within 24 hours.